Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) over 500mg/dl associated with recurring call service alarms. There were no reported signs or symptoms of hyperglycemia. The reporter did not provide details as to how the patient¿s bg was treated. The patient had reportedly discontinued insulin pump therapy at the time of the call to animas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories showed multiple related call service alarms had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.